Manufacturer narrative:
The reported event of air in the sheath could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a pfa procedure, st elevation was noticed during pulsing. Medication was administered to treat the arrhythmia. At the end of the procedure, air was noted in the sheath. Since it was at the end of the case, it was not necessary to replace the sheath. No air was confirmed in the patient. There were no adverse consequences to the patient.